Event description:
It was reported that the patient had their log files sent in for review as they were asymptomatic, but lost both power sources. Technical services reviewed the log file and found that the patient had a double power cable disconnect which caused the pump to stop and the date and time reset to the default settings with all 0's.

Manufacturer narrative:
Serial number requested, awaiting response. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of a pump stop and a resetting timestamp to default was confirmed via the log file. The log file spanned approximately 8 days (days 1337, hours 17, and minutes 53 to days 1345, hours 4, and minutes 10 per the timestamp). After days 1345, hours 4, and minutes 10, the controller lost power from an external power source leading to a pump stop and clock reset to default timestamp of days 0, hours 0, and minutes 0. The pump stop occurred for an undetermined amount of time until power was restored to the pump as indicated by increasing voltage level. The controller continued to log more events after the power was restored. This was also investigated under pi-2022-0018558-01. No other notable alarm was observed. The hm2 system controller, serial (B)(6), was not returned for analysis. Per provided information, the patient seems to have lost both power sources and was asymptomatic. A root cause of the reported event of was determined to be user error due to simultaneously disconnecting the power source. Device history records were reviewed and showed no deviations from manufacturing or qa specifications. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. Heartmate ii instructions for use section 3 entitled ¿powering the system¿ and heartmate ii patient handbook section 3 entitled ¿powering the system¿ addresses how to properly switch between power sources. No further information provided. The manufacturer is closing the file on this event.